Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced fro dilatation. However, on initial inflation at 6 atmospheres for 15 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with a different device. There were no patient complications nor injury reported, and the patient was in good condition after the procedure.